Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetes ketoacidosis and hyperglycemia on (B)(6) 2019. The customer high blood glucose level was 900 mg/dl. Customer spend the last three days in the hospital her blood glucose were through the roof. Customer started getting sick on sunday and left arm was numbed and started throwing up and customer was not answering the phone so she was transported by emergency medical services. Customer also stated that they didn't know what was going on was hallucinating and was on back plan. Customer was off the insulin pump for less than 24 hours. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated the customer treated for high blood glucose using manual injection on sunday afternoon and hospitalization treatment was insulin drip, they were sticking her finger. Customer was on animas before it happen that way also. Customer stated the needles weren't working either. Customer declined troubleshooting for the high blood glucose. The devices will not be returned for analysis.